Manufacturer narrative:
Product ID 977a290, serial# (B)(6), implanted: (B)(6) 2022, product type lead. Product ID 977a290, serial# (B)(6), implanted: (B)(6) 2022, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a high impedance issue. The specific electrodes affected were electrodes 0, 1, 2 with impedance values at 40 ,000, electrode 13 at 30,280, and electrode 14 at 28,540. Troubleshooting steps included reprogramming the device. The issue is ongoing, and no replacement product is required. The cause of the event was unknown. No patient complications have been reported as a result of this event.